Event description:
It was reported that when using the bd pyxis¿ medflex 1000 had login issue. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a login issue. The field service engineer (fse) replaced the solid state drive, but the incorrect drive was installed. Technical support specialist (tss) then performed patient configuration changes, which resolved the issue successfully. The system functioned as intended after the technical support specialist and field service engineer repaired the device.